Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to remove the pump from its case, inspect and clean the o-ring and pneumatic tap, and then attempt to reload the cartridge, with instructions to call back if further assistance was needed.